Event description:
The facility reports the jib assembly came off of the lower mounting position while a resident was being moved from the wheelchair to the bed. The resident suffered a 1/8 inch laceration to the right forehead with minimal bleeding. No hospitalization or medical attention required.